Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low r-wave sensing and high p-wave sensing. The rv lead was reprogrammed approximately a month after the implant. Later, it was noted that there was far field r-wave (ffrw) oversensing on the right atrial (ra) lead. The ra lead was reprogrammed to unipolar sensing parameters. Both ra and rv leads remain in use. The patient is enrolled in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.